Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized dealer engineer evaluated the unit and was able to reproduce the reported issue. The engineer determined that the safety disk was leaking. The unit was returned to the customer, however, not cleared for clinic use. The customer has been presented with the cost estimate to repair the iabp unit, but the customer has not yet requested service. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) unit alarmed a failure to inflate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1 (event site state: he nan). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, unit was repaired by a third party due to the customer refused the distributors quote. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.